Event description:
This md in another country lured many pts in the u.s. If FDA would contact medical board, they would find out this md's license is revoked. One of this md's cohorts happened to be in the us. Patients wire cash directly to account. The procedure she performs is equivalent to abortion. She has published a book about her practice and also a private website. She has harmed so many people and has made me a disabled person. FDA needs to look into this practice to stop her from taking advantage of people and harming them.